Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During device analysis, the technician identified foreign objects within the jet tube. The contamination was attributed to a leak that resulted in incomplete reprocessing of the device prior to shipment to olympus. There was no patient involvement.

Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the root cause of its presence in the device could not be definitively determined. It is likely that the customer-reported leak resulted in incomplete reprocessing of the device prior to being sent to olympus. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.